Event description:
According to the report, the defibrillator will not charge. There was no report of a pt associated with the malfunction.

Manufacturer narrative:
Physio-control evaluated the device and observed that the defibrillator would not charge. Physio replaced the main keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.